Manufacturer narrative:
(B)(4).

Event description:
It was reported that alerts cause volume on iphone to slowly decrease with each alarm on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and confirmation of the allegation and probable cause was undetermined.